Event description:
I used clear care contact cleaning solution and burned my eye. Where did the error occur: pt's home. Reporter's recommendations: the product container should be changed to not resemble saline solution. Ismp 200, (B)(6). Reporter's recommendations: